Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Interventional description: tevar. Post close upsized to 10f. 3 devices used. It was reported that this was a closure of the common femoral artery using the pre-close technique prior to a thoracic endovascular aortic repair (tevar) procedure. Reportedly a cuff miss occurred. The sutures of one new proglide was successfully pre-placed. The sheath was upsized to greater than 10f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The received device condition indicates the plunger may not have been fully depressed / flush with the handle body such that the posterior needle and cuff were not blown through the posterior foot. The observed link detachment subsequently occurred during plunger retraction as the posterior cuff remained in the posterior pocket. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na